Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received: (B)(6) 2021. Revision operative notes (B)(6) 2020 indicate the patient received a right total knee revision due to pain and loosening. Upon entering the joint, scar tissue was noted and removed. The tibial component was noted to be loose at the cement to implant interface. Femur, tibia and insert revised, competitor products including cement implanted at this revision. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2014, dor: (B)(6) 2020, (right knee).